Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received yellow and red advisory alarms when he bent over to retrieve keys from the floor at home. The patient reported that he could feel the lvad pump motor revving up and down on speed. The driveline was splinted to reduce line motion, red heart alarms subsided, and normal pump function was restored. A percutaneous lead distal end replacement was completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation - the report of alarms and low speed events was confirmed via evaluation of the replaced section of the percutaneous lead. A section of the percutaneous lead approximately 17 inches long was returned for evaluation. The majority of the lead was comprised of the patient's previous perc lead splice from (B)(6) 2014. Examination of the percutaneous lead found breakdown of the braided shield adjacent to the metal connector and the distal bend relief of the gray shrink tubing from the previous perc lead splice. Visual inspection of the wires adjacent to the metal connector found that the yellow wire insulation was breached and nearly all of the inner conductors were fractured. The adjacent wires appeared unremarkable. However, while manipulating the brown wire, the insulation elongated and fractured, indicating that the majority of the inner conductors had been fractured. Examination of the wires at the distal bend relief of the shrink tubing found that the red, orange and yellow wires had completely fractured. The green wire was intact but showed a breach in the insulation which aligned with the fractured ends of the adjacent wires. The exposed conductors of the yellow, red, orange, and green wires would have allowed electrical shorts to ground and between the motor phases, resulting in the reported alarms and low speed events. The red and orange wires comprise phase 3 of the three phase motor. At least one wire from each phase must be intact for the pump to operate. An intermittent discontinuity in both wires would also have resulted in the reported event. All of the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2015. It was reported that due to the past history of driveline fracture, the patient had been listed as 1a for transplant. It was reported that at the time of the transplant, the vad was functioning as expected. The vad coordinator indicated that the pump would not be returned.

Manufacturer narrative:
Approximate age of device: 3 years and 5 months. Device evaluated by manufacturer: a portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.